Manufacturer narrative:
Findings: unit received with light moisture damage to keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mmol/l. The customer has moisture behind screen. The customer stated that device was not exposed to moisture recently. The customer was advised that the device would be replaced. The customer was advised that replacement would need to be programmed. The customer was advised to discontinue use of the device and revert to a backup plan.